Event description:
In 2008, the patient reported that the characters on the display of his infusion device are incomplete and missing segments. The display is not cracked and there are no black spots. The power pack has been in use for 1 week. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party ot address the issue. Product was replaced and requested to be returned for evaluation.